Manufacturer narrative:
The bench technician evaluated the device and confirmed that the charging port on the front enclosure was physically damaged. The philips business technician replaced the front enclosure assembly to address the issue. Based on the information available and the testing conducted, the cause of the reported problem was a physically damaged charging port on the front enclosure assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device is not charging.